Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray.

Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The rn attempted to flush the line, and was unable to flush the line. The rn flushed the line and noted the fluid leaking from the tubing. The patient required a device replacement. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.